Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported a patient with a bad subconjunctival hemorrhage post lasik corneal flap creation. Reporter indicated it took more than two weeks to resolve.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. The root cause could not be identified conclusively. (B)(4).